Event description:
As reported for this event by the customer, during an unknown procedure the device stopped coagulating and cutting when the surgeon was attempting to the device in the patient¿s abdomen. Subsequently, the device tip broke off outside the patient. There was an unspecified delay to the procedure but no medical intervention was required. There is no harm or adverse impact to the patient.

Manufacturer narrative:
The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned and an evaluation was completed for it. During inspection, olympus was unable to confirm the reported event, the probe was not broken. There was a scratch on the tip of the probe, but it was not broken. Additionally, the tissue pad was worn away, the coating of the grasping section was partially peeled off, and the coating of the probe was partially peeling; however, however, these defects are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) during output in seal & cut mode, the probe and the grasping section sandwiched with metal, a surgical instrument or a hard tissue. 2) the scratches were made on the probe and the error occurred. The following information is included in the instructions for use (IFU): ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the performance of this device.